Event description:
The ge oec 9900 fluoroscopy system had reportedly shut down during a case.

Manufacturer narrative:
A ge oec service representative investigated the issue and could duplicate the malfunction. All voltages were assessed for proper values and confirmed. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.